Manufacturer narrative:
E3: occupation: supervisor. The actual condition of the sample was unable to be determined the details of as it was not available for evaluation. Retention samples were visually inspected and found to be free of any damage, bent needles, or irregularities on the sheath and collar. There was no issued nonconformity report related to human error during lot production. The machine that manufactured the supplied needles has an inspection system that detects tilted and bent cannulas. Dummy checking is conducted for every type of change, end of the lot, machine adjustment, troubleshooting, and replacement of parts to ensure the accuracy of the inspection system. Our sg needles were assembled using an automated machine with validated parameters. During the collar assembly process, the hub fit is loosened from the protector before placing the needle into the collar. Prior to proceeding to the next process, the hub, cannula, and collar are pressed into the protector wherein a photoelectric sensor detects if the height of the protector is correct. Our safety needle features a hinged safety sheath attached to the needle hub. The safety sheath contains two locking mechanisms, the sheath tooth-cannula, and sheath wingscollar which are simultaneously activated when manually pressed over the needle immediately after use and just before disposal to minimize the possibility of sharps injury. The safety sheath has a finger guide area that consists of a circular dent (for thumb activation) and a ramp (for finger activation), which provides concrete confirmation that the user's finger is in the proper position while activating. Steps on the ramp provide a firm grip when activating the sheath. There are two stoppers at the end of the circular dent and ramp that prevent the user's finger from approaching the cannula during activation. The locking mechanisms are located in the middle and proximal ends of the sheath. The collar and sheath undergo an initial product inspection check (ipic) before mass production, during raw material change, mold maintenance, plant shutdown, cavity closure, and mold/product type change. Any molding defects that may affect product function are part of the inspection item. We also have a visual in-process and product confirmation inspection to ensure that the collar and sheath are in good condition. At the cannula station, an inspector ensures proper cannula alignment to prevent bent needles. Our product has an allowable tilting of the needle of not more than 2°. Tilted cannulas are one of the check items in the hourly in-process inspection during needle assembly. Visual in-process inspections are conducted during the manufacturing process to detect abnormalities in the product that may cause issues during sheath activation. The critical locking part of the sg3 product is checked for defects such as short shot, sheath collar fitting, and over or under insertion of the collar into the hub. We have functional tests conducted to confirm that our products are free of defects that would lead to difficulty or failure of device activation. We perform safety sheath activation during sg assembly inspection and outgoing inspection of finished products where the cannula should be captured under the sheath's tooth. During the component fit test, we also check that the sheath lugs are securely attached to the collar ear. Before shipment, qc conducts outgoing inspections to check the overall condition of the products. The product's instructions for use (IFU) provide detailed instructions for using the sg3 safety needle device, including warnings to prevent needlesticks. The collar and sheath are manufactured in-house with validated tpc molding machines. There were no nonconformance reports issued for the supplied molded part lots. From the previous two fiscal years to the present, we received a total of four (4) complaints for the same issue affecting 25g sg3 needles. The cause of these complaints was not identified as being related to our product or the manufacturing process. The retention samples were activated using three methods: finger, thumb, and hard surface activation. All of the samples were successfully activated, and the cannula was captured under the sheath tooth. There were no difficulties encountered during the activation that may cause a needlestick. The root cause of the problem could not be identify based on our investigation of all the available information regarding this issue. A review of the product's lot history file revealed no related issues that would cause the needle to bend during sheath activation. We have routine inspections to check the condition of the products. The components that are critical to the product's safety activation are checked to ensure that no defects occur that could result in sheath activation issues and needlesticks. An outgoing inspection is performed prior to shipment to ensure the overall condition of the needles. Therefore, our process is assured. We recommend following the instructions for use (IFU) for proper use of the sg3 needle, which includes caution, precautions, and warnings to avoid problems during sheath activation. Please refer to the MDR report number mentioned in h10 for additional complaint submitted to capture the unknown quantity. (B)(4) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported needlestick. The three boxes are reported as defective. Additional information received on 14 jan 2025: there were no recollections of any needlesticks occurring among their staff.